Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) developed a retained superficial stitch. An infection was suspected and the patient was administered antibiotics. At the next follow up visit, the wound was cleaned and had no more swelling around the pocket. Remains in service.